Manufacturer narrative:
D9: return date: 19-sep-2023. H6: 1494: should be added for correction- off-label acd<3.00mm at the time of implantation. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -15.5/3.5/074 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed. Pressure controlled with oral and topical medications. The lens was explanted on (B)(6) 2023. In a separate surgery on the same date the lens was replaced with a shorter length lens. This resolved the problem. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -15.5/3.5/074 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed. Pressure controlled with oral and topical medications. Lens remains implanted.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).